Event description:
It was reported to boston scientific corporation that an rx cytology brush was unpacked on (B)(6), 2011. According to the complainant, the device fell out of its packaging because one end was not sealed. As this occurred at the receiving dock, there was neither procedure nor patient involvement. No damage to the shipping box was noted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the bottom seal on the pouch was not present; the chevron and both side seals were intact. No witness lines were found on the bottom of the pouch to indicate proper sealing, and there was no evidence of the pouch being cut. The condition of the returned device was consistent with the complaint that the pouch was not properly sealed, and there is an investigation in place to address this issue. Note: after the date of manufacture of the complaint device, the pouch sealing process was improved via the implementation of a one piece flow packaging process. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was unpacked on (B)(6), 2011. According to the complainant, the device fell out of its packaging because one end was not sealed. As this occurred at the receiving dock, there was neither procedure nor patient involvement. No damage to the shipping box was noted.